Manufacturer narrative:
(B)(4). Additional information requested and received: if the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? How much blood did the patient lose? Was the bleeding controlled? Were any blood products or transfusion required? If so, please explain. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Staple line was complete. Device cut. Cutline completed. Blood loss unknown. Bleeding was controlled. In regards to were blood products or transfusion required; unknown. Patient was sent home. Was not told of any additional length of hosp stay nor re operation.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? How much blood did the patient lose? Was the bleeding controlled? Were any blood products or transfusion required? If so, please explain. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during a lobectomy, the surgeon fired the device and in the middle of the staple line the staple is standing straight up and down. The surgeon then used the suction irrigator and caught the staple that was standing and caused bleeding. Case completed with device. There were no patient consequences reported.